Event description:
It was reported that during the implant procedure good cerebrospinal fluid flow was achieved but after the catheter was connected to the pump it was not possible to get cerebrospinal fluid flow. It was possible to flush saline through the catheter access port and it was clear. The catheter was then reconnected to the pump and the patient was doing well.

Event description:
Additional information: the medication used in the pump was morphine (unknown concentration) at 0.5mg/day. The reporter noted that they believed the patient was doing well.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter.